Event description:
The complainant reported that the clinicians were implanting an obtryx sling system-curved in a female pt. The complainant indicated that the mesh broke while being implanted in the pt's anatomy. The clinicians then removed this device from the pt and obtained another obtryx sling system-curved and successfully completed the pt procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).